Event description:
It was reported that the right ventricular [rv] lead had shown spikes and fluctuations in impedance. It was also noted that the rv lead was not used as recommended as the pacing portion of the rv lead was connected into the left ventricular lead port of the device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.